Manufacturer narrative:
Manufacturers ref# (B)(4). The event of aortic rupture will be handled in related complaint (B)(4) (manufacturer ref # 3002808486-2024-00249). This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: (B)(6)2018: thoracic endovascular aortic repair (tevar) was performed with zta-p-40-117-w1. Placed at the proximal end and zta-de-42-94-w1 placed at the distal end. (B)(6)2021: coil embolization for type 1b endoleak treatment in zta-de-42-94-w1 (B)(4). (B)(6)2022: artificial vascular replacement for abdominal aortic aneurysm. (B)(6)2022: total arch replacement (tar) was performed using open stent graft placement. (B)(6)2023: transferred to another hospital and underwent thoracic/abdominal replacement due to the imminent rupture of a distal aneurysm in zta-de-42-94-w1 ((B)(4), this complaint).